Event description:
It was reported when using the bd¿ slip-tip syringe with attached needle , the device experienced a clogged/blocked needle. The following information was provided by the initial reporter. The customer stated: patient stated she is having trouble with all her subq needles. Patient states they seem clogged or not hollow. Sometimes if she pumps the dosing syringe enough times something unclogs and the injection is easy. Other times she pumps the dosing syringe and nothing unclogs and she cannot use the needle.

Manufacturer narrative:
H6: investigation summary: two thumbnails of photos were received and evaluated. The photos showed a 1ml s/t syringe with a needle attached. No defects could be observed in the photos. Physical samples are necessary for evaluation of potential clogged needle. Potential root cause for clogged needle defect is associated with the needle supplier¿s manufacturing process. The photos were forwarded to the needle supplier for further evaluation and investigation. Further evaluation performed at needle manufacturing site. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Since no physical samples were received for analysis, potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0080941. Medical device expiration date: 2025-03-31. Device manufacture date: 2020-03-20. Medical device lot #: 1019167. Medical device expiration date: 2025-12-31. Device manufacture date: 2021-01-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ slip-tip syringe with attached needle , the device experienced a clogged/blocked needle. The following information was provided by the initial reporter. The customer stated: patient stated she is having trouble with all her subq needles. Patient states they seem clogged or not hollow. Sometimes if she pumps the dosing syringe enough times something unclogs and the injection is easy. Other times she pumps the dosing syringe and nothing unclogs and she cannot use the needle.